Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 500 mg/dl at time of incident and other 400 mg/dl to 600 mg/dl. Customer not using auto mode. Customer had been using insulin pump system within 48 hours of reported high blood glucose event and auto mode was not active. Customer expressed symptoms like nausea. Customer treated for high blood glucose lot of insulin. Customer alleging possible insulin pump under delivery. The insulin pump will not be returned for analysis.